Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was damaged during the right ventricular lead extraction. This lv lead was surgically abandoned. Additional information from the field indicated that the patient needs a tricuspid valve replacement so the rv lead needed to be removed to facilitate that procedure. The lv lead was accidentally cut during the extraction process and as a result has to be abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 52cm from the terminal end. Only the proximal segment was returned. The left ventricular (lv) lead damaged during the right ventricular lead extraction allegation was not confirmed. The returned segment showed no damage other the severed at the distal end. Continuity testing on the returned segment passed. The 3191 surgery ar code was not confirmed, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this left ventricular (lv) lead was damaged during the right ventricular lead extraction. This lv lead was surgically abandoned. Additional information from the field indicated that the patient needs a tricuspid valve replacement so the rv lead needed to be removed to facilitate that procedure. The lv lead was accidentally cut during the extraction process and as a result has to be abandoned. No additional adverse patient effects were reported.